Manufacturer narrative:
Films review summary: three (3) MRI screen shots (2-transerse slice and 1-coronal slice) from an unknown post-implant date were returned. The images revealed that a aaa stent graft system had been implanted; however, the device manufacturer could not be confirmed. The stent graft was patent and vessels outside the devices were patent. The bifurcate was positioned just below the renal arteries, and the aortic body and limbs were essentially straight in the coronal image provide. There appeared to be contrast outside the proximal margin of the stent graft, just below the level of the left renal artery, from a likely proximal type I endoleak. From the transverse slice the stent graft lumen diameter measured ~28mm, and the aortic diameter encompassing the contrast/endoleak measured ~35mm. No other obvious stent graft issues were observed. The cause of the proximal type I endoleak could not be determined from the limited films provided. It is possible that disease progression, and vessel calcification noted in the 2010 implant procedural notes, may have contributed to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm it was reported that a type ia endoleak was discovered at the seven year follow up. The patient was hospitalized and a surgical intervention was performed. A proximal extension with an aortic cuff (endurant 3636cc49ee) was added; along with a covered stent in sma and covered stent in right renal artery, both from another manufacturer. This reportedly resolved the event. The physician investigator assessed this event to be related to the device. No additional clinical sequelae were reported and the patient is fine.